Event description:
It was reported that the core impaction drill heated up. There was no patient involvement or adverse consequences reported with this event.

Manufacturer narrative:
Upon disassembly for visual inspection the driveshaft was stuck in the spindle housing.